Event description:
A customer reported that the analyzer misread a sample barcode and associated the test results with the wrong pt sample identification. Mismatched results might led to inappropriate physician action. There was no report of pt harm as a result of this event.